Manufacturer narrative:
As the iol remains implanted, it was not able to be returned for evaluation. The surgeon has declined to provide additional information. Because the lot number is unknown, a review of manufacturing records cannot be completed. A review of nonconformances for the past three years was performed. There were no nonconformances that would contribute to the reported complaint issue. No trend has been observed with complaints for dysphotopsia. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time. The investigation is considered complete. A follow-up report will be submitted if additional information is received.

Event description:
It was reported that a patient experienced negative dysphotopsia. The intraocular lens (iol) was repositioned, and this seemed to help. The surgeon feels that the negative dysphotopsia may go away with time, so the surgeon will continue to monitor the patient and has declined to provide additional information.